Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable events were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the rigid video laparoscope the tesu board was broken. As a result, the heating function was not working properly, the charged coupled device (r unit) was damaged and a worm-like image was observed. There was no patient involvement.